Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). After crossing the lesion with a non-bsc guide wire, a 1.2mmx120mm non-bsc balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was removed and a 2.5mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, upon the initial inflation at 10 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 2.5mmx20mm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.